Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to an extrusion of the device through the skin. Reportedly the recipient suffered from an mastoiditis, which might have contributed to the extrusion. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The extrusion of the implant coil was reported. The implant had to be explanted. The user will be re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The extrusion of the implant coil was reported. The implant had to be explanted. The user will be re-implanted.